Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with epithelial slough, abrasion in the left eye, at the three week postoperative visit. A bandage contact lens was placed on the eye and antibiotic eye drops were prescribed. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).